Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the intermittent power problems. It was experienced during evaluation and was confirmed. The evaluation determined the cause to be depressed contact pins. The rear case was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device powered on and off intermittently with no user input. There was no pt involved.